Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up from Tandem Technical Support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.